Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an innova self-expanding stent system. The outer sheath, tip, inner sheath and the remainder of the device were checked for damage. Visual examination revealed that the stent was partially deployed approximately 11mm from the distal end of the middle sheath. There is a kink to the outer sheath at the nosecone. Microscopic examination revealed no additional damages. The lock and pull rack are still in the manufactured position. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that inadvertent deployment occurred. A 5x120x130 innova self expanding stent was selected for a procedure in the left superficial femoral artery (sfa). The procedure was a left lower limb artery opening with balloon dilation and stent implantation. During preparation, outside the patient, the proximal part of the stent had been released about one centimeter. The safety lock was still on. The procedure was completed with another of the same device. There were no patient complications and the patient was stable post procedure.